Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s high blood glucose level was 402 mg/dl. The customer¿s low blood glucose level was 46 mg/dl, 50 mg/dl and 44 mg/dl. The customer¿s blood glucose level was 257 mg/dl, 200 mg/dl, 177 mg/dl, 170 mg/dl, 133 mg/dl, 179 mg/dl, 119 mg/dl and 57 mg/dl. The customer¿s high blood glucose level was treated with insulin pump and the low blood glucose level was treated with juice. The customer reported that the insulin pump received unexpected restart alert and also insulin pump was suspended. The insulin pump will not be returned for analysis.